Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -9.00 diopter implantable collamer lens into the patient's left eye (os). It was indicated the doctor did not like the fit and explanted and replaced the lens with a longer length lens. If additional information is received a supplemental medwatch report will be submitted.